Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
While performing preventive maintenance for device (B)(4), the distance sensor would not pass the accuracy test.

Manufacturer narrative:
The optical distance sensor was returned at manufacturing site on 23-may-2018. A visual inspection was performed and concluded that the optical distance sensor was not damaged and could be recalibrated. The root cause of the failure of accuracy tests cannot be determined as there is no visual damages. The device ro15063 was removed from the hospital as part of zfa 2018-00194 so the optical distance sensor was not returned to the hospital.

Event description:
While performing preventive maintenance for device ro15063, the distance sensor would not pass the accuracy test.